Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 8780, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type catheter. Date of event is an estimate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via manufacturer representative regarding a patient who was receiving an unknown drug at an unknown concentration and dose via intrathecal drug delivery pump for non-malignant pain and complex regional pain syndrome type I. It was reported that the patient was not getting pain relief and was given oral medications. There were no known environmental/external/patient factors that may have led or contributed to the issue and the reason for the lack of relief was unknown. The patient was scheduled for a dye study of her catheter on (B)(6) 2018 at 1:00 p.m. The issue was not resolved at the time of this report. Surgical intervention did not occur and it was unknown whether it was planned. The patient status was unknown at the time of this report. No further complications were reported. Additional information was received from the healthcare professional via manufacturer representative. It was reported that there may have been a blockage of the catheter; the physician felt there was a blockage during the dye study. The patient's weight was unknown. The patient's catheter was replaced on (B)(6) 2018. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional via manufacturer representative. It was reported that the catheter was disposed of in the operating room and would not be returned. No further complications were reported.